Manufacturer narrative:
Continued: e.1. Zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: device photograph(s) for the device related to the reported event of rupture requested on march 27,2026. It is not possible to determine the lot number or catalog through the photos provided. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ¿implant rupture¿. This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Healthcare professional reported ¿implant rupture¿. This record is for the right side. Device was explanted.